Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the corrected information in e2, e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be removed by reprocessing because its adhering area was not external surface of the device. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue being peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like. Then humidity may have been allowed to go inside the lg-lens and caused corrosion. Additionally, knob wire (k-wire) strands were snapped due to fatigue breakdown from repeated manipulation of forceps elevator, and then k-wire raises by repeated brushing around the elevator and attaching / detaching distal cover. The event can be detected by following the instructions for use (IFU) which state: operation manual includes the detection way in chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use, the forceps elevator wire on the evis lucera duodenovideoscope was found to be broken. The intended diagnostic procedure was completed successfully with a similar device and without delay. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the inside of the light guide lens was dirty and the wire on the forceps elevator was cut off and frayed. This report is to capture the reportable malfunction of the dirty light guide leans and the cut and frayed forceps elevator wire noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle in the up direction did not meet the specification due to wear of the angle wire; the play of the up/down knob was out of the standard value due to wear of the angle wire; waterproofing was not possible due to cutting of rubber; the forceps elevator did not operate smoothly due to cut wire; the light guide lens was broken; the distal sheath adhesive was broken; the connecting tube had wrinkles and was discolored; the scope cover was deformed; switch 1 was cut off and switch 4 was scratched; the electrical connector was corroded; the universal cord had wrinkles; and the air/water and suction cylinders were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.